Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set detached at the y-site (clearlink component). The issue was identified when the clinician went to hang the antibiotic after spiking the bag. There was no patient involvment. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed which observed an incorrect assembly where the tubing was assembled into the first y-site with a twist. A functional testing was performed including clear passage and pressure testing which reveled a leak on the affected area. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set detached at the y-site (clearlink component). The issue was identified when the clinician went to hang the antibiotic after spiking the bag. There was no patient involvment. No additional information is available.